Event description:
As per the e-mail received from the affiliate: during a coronary procedure the target lesion was at the proximal right coronary artery. The target lesion was a restenosed lesion post cypher stent implantation in 2004. The vessel was not calcified or tortuous. There was 99% stenosis. Right radial approach was chosen for the procedure using a launcher/6f al1.0 guiding catheter. After pre-dilation the physician tried to deploy a (3.5 x 18 mm) cypher stent to the target lesion. However, it could not cross the lesion. Therefore, the physician tried to retrieve the system, but the stent dislodged. The dislodged stent was retrieved with a goose neck snare. Pre-dilation was conducted again and another cypher stent was deployed. The procedure was completed successfully. An unknown balloon catheter (2.5mm) an athlete guide wire were also used during the procedure. No other information is available.